Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Meter testing was performed, and defect found root cause: rc-026: meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Note: manufacturer contacted customer in a follow-up call on 8-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for partial characters on the meter (lcd screen). Daughter is calling on behalf of the customer and states middle number is faded. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the screen. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 12/17/2022 and open vial date is undisclosed.